Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6013190, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013190 was manufactured according to the work instruction (wi) version 101 and manufactured in the line m14 on 15-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Welding of the lot 5e02207 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 14-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Welding of the lot 5d04861 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25, on 13-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing connector of the lot 5c04470 was manufactured according to the wi version 39 and manufactured in the gluing machine 9, on 10-abr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing connector of the lot 5d04885 was manufactured according to the wi version 39 and manufactured in the gluing machine 3, on 13-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing connector of the lot 5e02139 was manufactured according to the wi version 39 and manufactured in the gluing machine 3, on 15-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient took 3rd party assistance due to infusion set cannula was bent on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 15 hours. The blood glucose level was 27 mmol/l and the patient was treated with correction bolus via pump and with intravenous fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.